Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was fired on the rectum at the 1st firing. After that, the 2nd cartridge was loaded into the same device and used to be fired on about 5 millimeters of the site that was uncut at the 1st firing. However, the device became not to be activated during the 2nd firing. The device was released with the knife reverse switch. Then, the firing speed became very slowly on the way of the 3rd firing and an unexpected noise was heard. After the device was released, it was found that the target tissue was cut but deployed staples were malformed. The cartridges were gold. Another device and cartridge were used to complete the case without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: pan, cartridge, drivers, one piece sled, sled movement. Additional information was requested and the following was obtained: was there any reported issue with the first firing? No. The analysis found that one pse60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (a) ecr60d, l53y2v was returned with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Additionally the cartridge pan was found dislodged at distal end. Cartridge (b) ecr60b, l53a4a was received partially fired 1/16 and in good visual conditions. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.